Manufacturer narrative:
This supplemental report is submitted to provide additional event information.

Event description:
The problem occurred at the beginning of a diagnostic procedure. The intended procedure was completed using a different device. There was no delay in procedure in which the subject device was used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the component failure could not be determined. The following directions are provided in the instructions for use: "chapter 9 troubleshooting: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Event description:
The user facility confirmed that the error generated was a "b30" error, not "830" as originally reported.

Manufacturer narrative:
This supplemental report is submitted to provide additional event information. Update to section b5.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty switching regulator; during the evaluation, the faulty switching regulator caused the spare lamp to come on intermittently. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus the olympus, model clv-190, evis exera iii xenon light source, for repair due to a report that 4 minutes into a procedure it "blacked out and the error code "830" appeared. Upon inspection and testing of the returned device, it was determined the switch regulator malfunctioned. This report is submitted for the switch regulator malfunction. There was no patient injury, associated with the problem, reported to olympus.